Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during scheduled preventive maintenance (pm) performed by getinge trained biomed the cardiosave intra-aortic balloon pump (iabp) battery chip was replaced on the executive processor board at 8 year interval per service manual. Powered on unit and found units hour and cycles stats were re-set to zero including safety disk cycle and hour stats. There was no patient involvement reported .

Manufacturer narrative:
It was reported that during the preventive maintenance cardiosave intra-aortic balloon pump (iabp) had hours not displayed correctly. Customer services their own equipment. During scheduled pm, getinge trained biomed replaced the battery chip on the executive processor board at 8 year interval per service manual. Powered on unit and found units hour and cycles stats were re-set to zero including safety disk cycle and hour stats. Unit currently at rev b14 software. There is no service order related to this complaint as the equipment is serviced by the customer and no request for service was made for this specific issue. Getinge field service engineer (fse) updated software to version b17. Device was returned to customer and cleared for clinical use. There was no patient involvement.

Event description:
N/a